Manufacturer narrative:
Add¿l info has been requested and if received, will be provided in the supplemental report.

Event description:
No event at time of surgery however now patient has elevated ion levels and the MRI shows signs of metallosis around proximal femur. Metallosis from modular neck and stem metal debris- unresolved. Revision surgery booked for the (B)(6) 2012.